Manufacturer narrative:
Describe event or problem: the hospital reported that their nursing staff had a 10fr foley catheter break yesterday. Urology had to be called in to remove the broken piece from the patient. Deroyal: the reported device has been returned for evaluation. Degania silicone has been notified of the issue. Investigation into the root cause is in process.

Event description:
The hospital reported that their nursing staff had a 10fr foley catheter break yesterday. Urology had to be called in to remove the broken piece from the patient.